Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose for more than ninety minutes after a recent supply change with the ilet system; the agent assisted with disconnecting from the body, filling tubing with observed drops, replacing the contact detach site, reconnecting, and filling the cannula, after which glucose levels began to decline. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.